Event description:
It was reported that during a thorascopic lobectomy procedure the ets endostaplers were not working. Endopath - articulation does not work, just to the right, incomplete articulation and endopath after the closure tissue and compression tissue, blade and staples do not work. Procedure was completed with same like device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results found that device (a) was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The articulation feature worked properly during testing; no anomalies were noted. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis showed that device (b) was received in good visual condition and with no cartridge reload present. After further inspection, the articulation mechanism was noted to be damaged. However, the returned device was tested for functionality with a test reload on the right articulated position and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # f5wk1t (mfg date: 09/25/2009 exp date: 08/25/2014). Damaged articulation gear teeth.